Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.50mm wolverine balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form at 6atm within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter facility address: (B)(6).e1 - initial reporter city: